Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing intermittent elevated blood glucose (bg) levels for the past few days from 250-350 (mg/dl). Reportedly, the cause of the elevated bg levels is unknown. A boluses via the pump were used to address bg levels. Follow up with the customer confirmed the customer's bg level had lowered to 192 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.